Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2025. During the procedure, it was reported that the balloon burst when dilatation was performed. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.